Manufacturer narrative:
D10 concomitant product: sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, after firing the reload across the appendix, the surgeon stated that the lumen became patent shortly after the firing was completed, both on the cecum side and the specimen side. The surgeon fired a second reload and the lumen became patent once again. To resolve the issue, the staple line was over sewed. The patient was placed on extended hospitalization for observation and was released three days later.

Manufacturer narrative:
Additional information: g3, h3, h6, h11 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two images of a tissue cavity. Two grasping instruments and blood pooling in the tissue cavity could be seen. Metal objects could be seen in a part of the tissue but could not be confirmed as staples due to image quality. No reloads were visible in the returned images. It was reported that the lumen became patent once again after firing the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, after firing the reload across the appendix, the surgeon stated that the lumen became patent shortly after the firing was completed, both on the cecum side and the specimen side. The surgeon fired a second reload, and the lumen became patent once again. To resolve the issue, the staple line was oversewed. The patient was placed on extended hospitalization for observation and was released three days later.